Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 and t2 implants were deployed from the ultra fast-fix, the suture detached from the t2 implant when the knot was being tightened. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. One implant and a partial suture were returned off the needle. The suture has been untied from the implant and only runs through one of its thread holes. The implant has indentions in the sides from being grasped by an instrument. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include sharp edges on the needle, unintended contact with another source prior to deployment, or catching the needle tip on the suture between deployment of t1 and t2. Based on this investigation, the need for corrective action is not indicated.